Manufacturer narrative:
(B)(4). The customer sent the isolate to the health dept and (B)(6) laboratory for positive identification. Result obtained from health dept did not identify yersinia but possibly citrobacter koseri farmeri. Result obtained from (B)(6) lab identified the isolate as e coli. Initial review of lab results by the MFR regional support ctr (rsc) revealed results were consistent with yersinia. The data did not indicate an instrument issue. No indication of reagent drips. On (B)(6) 2014, the physician asked about the identification and indicated that the pt was having problems and discussed with the laboratory the pt was having diarrhea based on the drug being used to treat yersinia. No further info on the condition of the pt was provided. The drug used was not reported.

Event description:
On (B)(6) 2014, it was reported that a specimen ran on negative breakpoint combo 44 from several sources (urine, rectal, sputum and stool) and results were read on (B)(6) 2014, all isolates were identified as yersinia enterococci group. On (B)(6) 2014, the specimen was submitted to the health dept which indicated it was not yersinia; however, no positive identification was provided. On (B)(6) 2014, the specimen was resubmitted back to the health dept for positive identification with an identification of "possibly citrobacter koseri farmeri" based on the stool, sputum and urine specimens. On (B)(6) 2014, the customer reprocessed panel negative breakpoint combo 44 and based on the visual read of the panel the customer edited the rhamnose biochemical to positive and the result was e coli. The specimen was submitted to another reference lab, (B)(6) laboratory, for identification. On (B)(6) 2014, the customer ran the specimen on siemens as4 system and obtained an ID of yersinia. On (B)(6) 2015, the customer received results from the (B)(6) lab with an e coli identification. On 01/06/2015, the physician was provided an updated report.

Manufacturer narrative:
The cause of the identification discrepancy with the nbc44 lot #2015-10-31 panels could not be determined. Testing performed by the manufacturer did not confirm the reported misidentification of yersinia entero group. The manufacturer confirmed the reference lab test results of e.coli. In addition, there is insufficient evidence to suggest a malfunction of the nbc44 panels occurred as the quality control testing performed by the customer for lot #2015-10-31 was within specification.